Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. Heli-fx endoanchors were implanted approximately one year later. At this time the aneurysm measured 75 mm in diameter. Itis reported that a follow up CT approximately one year after the heli-fx procedure showed an in-stent thrombus in the left iliac leg. There was no evidence of limb occlusion. The thrombus was also observed in the left iliac leg on a follow up CT six months later. There was no evidence of limb occlusion. The patient was treated with medication and the event is unresolved and continuing with treatment. The investigator assessed the event to be related to either the device or the procedure. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Section information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c82ee, (B)(4), ubd: 14-dec-2017, UDI#: (B)(4) product ID: etlw1628c93ee, (B)(4), ubd: 17-feb-2018, UDI#: (B)(4) product ID: etlw1624c93ee, serial/lot #: (B)(4), ubd: 23-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received confirmed that the event was not related to any of the devices but was related to the index procedure. If information is provided in the future, a supplemental report will be issued.